Event description:
It was reported that during a follow up in clinic, an increase in capture threshold and a decrease in p-wave amplitude were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.